Event description:
A stryker micro drill was sent in for repairs for overheating. The event occurred during a procedure, no adverse consequences were associated with the event. The procedure was completed with another device.

Manufacturer narrative:
The device could not be tested to final inspection activities as it was seized, but further investigation revealed corrosion within the nose and upper bearing of the device. According to the service report, the customer's concern was confirmed.